Manufacturer narrative:
Heartsine determined the root cause of the reported fault to be a faulty pcba. The fault could not be replicated upon replacing the component. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device's instructional leds all lit simultaneously and could not be operated. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.